Event description:
Medtronic received information that prior to use of a bio-medicus life support cannulae, it was reported that when the cannula was removed from the package, the connector at the connection point with the cardiopulmonary bypass circuit was white and opaque. It was noted that no alcohol had been applied to the connector. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). The cannula was not heated or cooled.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage in the connector. The hemostasis cap was not returned. Reason for return was confirmed. Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy law medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: device codes (fdd/annex a) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.